Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient, while driving in a vehicle with her husband, had lost consciousness. The patients spouse reports upon pulling her out of the vehicle that she was blue and had no pulse. The patients spouse administered chest compressions as well as cardiopulmonary resuscitation (CPR) to the patient while another person had called for an ambulance. The patient was said to be wearing the pod during this incident. Upon arrival at the hospital the patient was stabilized and was told that their heart was not damaged and that it was congenital or hereditary. The patient¿s pod was removed and the patient was treated with manual injections of insulin. The patient was prescribed potassium (10mg) to be taken 2 times daily, lasix (20 mg) to be taken 1 time daily as well as lipitor (40 mg) to be taken 1 time daily. The patient was recommended to take tylenol for pain. The patient was transferred by medical flight to another hospital. Once arriving at the hospital, the patient underwent a surgical procedure to have a pacemaker installed. The patient was released after 4 days in the hospital. The patient is using manual injections of insulin due to the fact that their product data management (pdm) was lost while being transferred by medical flight to the second hospital.